Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The escape button functioned properly. Multiple boluses were programmed and all delivered properly and no bolus anomaly was noted. The insulin pump had intermittent act button response due to a flattened button dome switch. The insulin pump had cracked battery tube threads, a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It is reported that the customer had high blood glucose levels of 172 mg/dl. The customer reported that one of the buttons of the insulin pump was unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer agreed to ship the insulin pump for analysis. No additional information is provided.